Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, exhibited high out of range pacing impedance measurements. Troubleshooting was completed and the representative confirmed no noise was present. No adverse patient effects were reported.